Event description:
Litigation alleges the patient suffers from pain, discomfort , excessive cobalt and chromium levels, metallosis, pseudotumor, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. It was noted during revision that there was "gross metallosis with blackening and thickening of the tissue."

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 2/1/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. The medical records reported that the patient had a trochanteric osteotomy and on x-rays over time it moved some and was nonunion but held in place by cable. An x-ray in 2010 called it a trochanteric fracture, but the patient has no report of trauma and was not revised until 2013. Fracture is not being reported as this is the nonunion trochanteric osteotomy that was cabled. Revision surgery also noted the cable/claw, a competitor product, to be loose when inspected. Medical records also reported a leg length discrepancy with right longer than left, stiffness, numbness and tingling in right leg with abnormal gait and decreased rom. The medical records reported the patient had a continued pseudotumor in the right pelvis in 2015 but when it was removed it was diagnosied as a hematoma. Patient also had a dvt diagnosed in 2015 related to the mass/hematoma.there is no new additional information that would affect the existing investigation. The complaint was updated on: feb 25, 2016

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, pain, and swelling. Lab results from (B)(6) 2013 confirmed very high metal ion levels. Clinic notes also indicated the patient had a pseudotumor. The patient also suffered a dislocation/subluxation on (B)(6) 2002 and had a closed reduction. After review of the primary operative note the surgeon noted the stem wasn't able to be placed all the way in so it was left 2mm proud to help with leg length discrepancy. Cables were also placed during the doi as they had to do a trochanter osteotomy, but it is unknown why one had to be done. Part/lot updated.